Event description:
It was reported that during a ptca/stent procedure, upon stenting a distal superficial femoral artery, using a contralateral approach, the shaft kinked. The stent was partially deployed and it could not be pulled into the 6f sheath (contrary to IFU). The guide wire was left in position and the sheath and the partially deployed stent were removed. The pt was taken to surgery 24 hours post procedure, for a massive hematoma in the left groin. During the surgery, two puncture wounds were noted from the angioplasty on the anterior mid and anterior lateral surfaces of the common femoral artery; both were bleeding. A saphenous vein patch angioplasty of the artery was performed. The pt was returned to the recovery room in stable condition.